Event description:
The reporter stated, that the surgeon was inserting a 15.5 diopter three piece silicone lens in the cartridge and the trailing haptic got stuck in the cartridge and tore off. The lens was cut to be removed. No incision enlargement or suture required. This cartridge is not recommended for this type of lens.

Manufacturer narrative:
The product pertaining to this complaint was not returned however, the lens was received and a visual inspection of the lens has the optic torn off and a haptic is torn off. There is clear and reddish surgical residue on it. It should be noted that the injector was not received for evaluation.